Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after reprogramming the patient experienced syncopal events. The right ventricular (rv) lead exhibited non capture. The lead remains in use. No further patient complications have been reported as a result of this event.